Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre 2 sensor. A customer reported receiving an unspecified high sensor scan when compared to an adc meter. Based on the sensor scan, the customer self-treated with an unspecified dose of insulin and as result, became hypoglycemic and experienced seizure and a loss of consciousness. The customer had contact with an emergency doctor who obtained a glucose result of 33 mg/dl as compared to a sensor scan of 108 mg/dl. The customer was diagnosed with hypoglycemia and administered 40g of glucose as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section g3 - date received by mfg was incorrectly documented in the initial MDR report. These sections have been updated.

Event description:
A customer reported a high reading issue with the freestyle libre 2 sensor. A customer reported receiving an unspecified high sensor scan when compared to an adc meter. Based on the sensor scan, the customer self-treated with an unspecified dose of insulin and as result, became hypoglycemic and experienced seizure and a loss of consciousness. The customer had contact with an emergency doctor who obtained a glucose result of 33 mg/dl as compared to a sensor scan of 108 mg/dl. The customer was diagnosed with hypoglycemia and administered 40g of glucose as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section g3 - date received by mfg was incorrectly documented in the initial MDR report as 6/30/2022 and the correct date should be 1/6/2022.

Event description:
A customer reported a high reading issue with the adc device. A customer reported receiving an unspecified high sensor scan when compared to an adc meter. Based on the sensor scan, the customer self-treated with an unspecified dose of insulin and as result, became hypoglycemic and experienced seizure and a loss of consciousness. The customer had contact with an emergency doctor who obtained a glucose result of 33 mg/dl as compared to a sensor scan of 108 mg/dl. The customer was diagnosed with hypoglycemia and administered 40g of glucose as treatment. There was no report of death or permanent injury associated with this event.